Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital for bradycardia. Interrogation of the device revealed it was at end of life (eol). The last follow-up was 3 months ago, and the device was at middle of life 2. The patient was symptomatic, and was supported externally until device could be replaced.